Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f17065, h11e06086. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the consumer stated that on an unreported date in (B)(6) 2011, patient experienced peritonitis that resulted in hospitalization on an unreported date in (B)(6) 2011. The cause of the peritonitis, treatment and event outcome was not reported. Action taken with dianeal pd2 ambuflex therapy was not reported, but the consumer stated that patient was going to be doing hemodialysis on an unreported date. An opinion of causality was not provided. A search of jd edwards for suspect products shipped within two months before the incident showed the following: r5c4479c; lot numbers: h11f17065, h11e06086.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.